Event description:
A patient presented for a laparoscopic supracervical hysterectomy for pelvic pain after endometrial ablation with thickend endometrium was performed a month earlier. The reprocessed ace harmonic would not test. The device was removed from the field and swapped out for another one that tested fine and was used on the patient without problems.====================== health professional's impression======================equipment malfunction - failed original test. The reprocessed ace harmonic scalpels have been a problem. Prior medwatch reports submitted.